Manufacturer narrative:
The product was not returned for analysis. The root cause for the reported complaint could not be determined as no sample was returned for analysis. The reported complaint is lacking in relevant information such as the type of defect/issue observed. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, there was a placement failure, it appears to be an injector-related issue. Additional information has been requested.